Manufacturer narrative:
On 25-may-2023, the product investigation was updated with an mre (manufacturing record evaluation). A manufacturing record evaluation was performed for the finished device 30949032l number, and no internal action related to the complaint was found during the review. The manufacture date was updated to 19-nov-2022. The expiration date was updated to 18-nov-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a heart block av. It was reported that bubbling occurred when flushing the tube. Timing when complaints occurred was timing of flushing of the tube. The tubing set was replaced. Bubbles were identified upstream from the pump. Bubble movement was present while the pump was operating, error was absent at the pump. Adverse event: av block. After the procedure, blood pressure was maintained (110 ~ 120) by the escape rhythm (rate 55). [Mapping system]: carto3 [ep system]: nihon kohden. [Rf_generator]: smartablate product code bwjsakit1, serial number (B)(4). [Ultrasound device] p500 (siemens). [Stimulator] nihon kohden. [Septal puncture needle]: rf needle. This adverse event was discovered during use. The physician commented that the cause of the adverse event was related to the procedure. Cardiac pacemaker(crt-p) was implanted at a later date ((B)(6) 2023). Patient's outcome is improved. Patient require extended hospitalization because crt-p was implanted on (B)(6) 2023. [Relevant medical history]: mitral valve, aortic valve replacement (bioprosthetic valve), tricuspid valve replacement. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).